Event description:
It was reported that a trainer attempting to scan a new abbott freestyle libre 3+ cgm sensor encountered a phone prompt to choose an action between two applications, which prevented pairing with the intended application and resulted in a pairing failure that was later resolved by removing the conflicting application and restarting the phone. Symptoms included no reported adverse clinical effects. Outcomes included successful sensor scanning and completion of troubleshooting and education with no alerts or alarms. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that an application conflict on the phone interfered with sensor pairing and was mitigated by uninstalling the conflicting application. It was concluded that the event was attributable to user environment application interference, and device function was restored after corrective steps.